Event description:
Complaint - brakes would hold but not lock in swivel position. No injury reported.

Manufacturer narrative:
Technician located the stretcher at off site repair warehouse with note stating "stretcher hard to steer." Found foot hex rod bent and all casters would brake but not lock in swivel position. Replaced all 4 brake caster and hex rod to resolve this issue.